Manufacturer narrative:
Concomitant medical products: product ID 977c265 lot# serial# (B)(4), implanted: (B)(6) 2021, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt was getting good pain relief post implant , for several weeks. She noticed a change a few weeks ago. Pt did state she has fallen several times. Pt compliance is also an issue. Rep had tried to contact her for post op appt dates, she never returned rep's call or text message. Attempted to reprogram pt with no success. X-ray was done in the office yesterday , it appears paddle has migrated 2 electrode segments. Pt was reprogrammed with b-dtm option and evolve 9/10 space option. The issue was resolved. The patient will be seen again in 2 weeks.